Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. No stuck button error alarms noted during testing. The connector on electrical board 1 was locked properly during visual inspection. Moisture damage was found on the electronic assembly during visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had button error alarm. The customer was reported that troubleshooting was completed. Customer stated that the buttons were not pressed for more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.